Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-03128). This MDR resubmission now reflects the correct product registration number. The report of a flow issue was not confirmed. The report of a channel error was identified as due to an upper pressure sensor failure (error code 240.4150.0). The pcu event log shows that pump module sn (B)(4) was initially programmed to infuse at 20ml/hr with a vtbi of 470ml at 8:43 am on (B)(6) 2019 and ran until 7:50 am on (B)(6)2019 when the device alarmed for a sensor broken high failure (error code 240.4150.0). The event log shows there were multiple alarms for patient side occlusion during this period. A review of the pump module error log shows 15 other instances of sensor broken high failure (error code 240.4150.0) between (B)(6) 2019 and (B)(6) 2019. Although requested, the pump module was not returned for investigation. The device was being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. No device received-only log review.

Event description:
It was reported that a 24 hour chemo infusion methotrexate was programmed on (B)(6) 2019 at 8:43 am and the clinician noticed (B)(6) 2019 around 4 am that there was a lot more medication left in the bag than expected. The rn stated between 4am and 8 am had to increase the rate 10 times in order to infuse in the allotted time. At this time (23 hours into the infusion), the device eventually turned itself off, displaying "channel error". The customer confirmed that there was no patient harm. The facility biomed examined the logs which revealed bottle side pressure sensor failed and the voltage of pressure sensors was checked, which failed inspection the biomed stated that the lvp had its bezel was replaced by a bd technician on (B)(6) 2019 which was followed by a pm by a bd technician. The last pm performed was (B)(6) 2019.

Event description:
It was reported that a 24 hour chemo infusion methotrexate was programmed on 10/2 at 8:43 am and the clinician noticed 10/3 around 4 am that there was a lot more medication left in the bag than expected. The rn stated between 4am and 8 am had to increase the rate 10 times in order to infuse in the allotted time. At this time (23 hours into the infusion), the device eventually turned itself off, displaying "channel error". The customer confirmed that there was no patient harm. The facility biomed examined the logs which revealed bottle side pressure sensor failed and the voltage of pressure sensors was checked, which failed inspection the biomed stated that the lvp had its bezel was replaced by a bd technician on 9/5 which was followed by a pm by a bd technician. The last pm performed was 10/28/2019 .

Manufacturer narrative:
Addition: updated adverse event codes (h6).